Manufacturer narrative:
H10: per additional information from the customer 1. The product was cleaned, disinfected, and sterilized before repair was requested. 2. It is unknown when a foreign object was attached to the endoscope. 3. It is unknown if there was a possibility that the endoscope was used in a case with a foreign object attached to it. 4. It is unknown if there was a possibility that the start of pre-washing was delayed. 5. Water and air were supplied to the air/water supply nozzle. 6. It is unknown if there were any problems with the accessories used for reprocessing. 7. It is unknown if the endoscope was left in the cleaning solution. 8. It is unknown if the air/water nozzle was wiped/brushed with gauze, a brush, or a sponge. 9. It is unknown if liquid was sent to the air/water nozzle. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - prevention method is described in the reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures, 3.3 precleaning ¿ flush water and air into the air/water channel to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: medical corporation asanokawa cardiovascular center kanazawa cardiovascular hospital (noting due to character limit). The device was returned to olympus for evaluation of the reported issue. The reported event was not confirmed, however, the occurrence is likely. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown if the customer has any idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning or if there were any abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air, but it is unknown if they wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. It is also unknown if the customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that a foreign object came out of the colonovideoscope's air/water supply channel. This was found when the facility staff checked the air/water supply operation during preparation for use. There was no report of patient harm.